Event description:
The tps micro driver was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.